Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 46 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. In conclusion, the ICD was fully functional. The battery status eos was anticipated.

Event description:
Device explanted because it was at eos. No adverse patient events were reported. Should additional information be received, this file will be updated.